Event description:
In 2001 the end-user called minimed, USA and stated that tape is coming off when sweating. Tonight the entire plastic hub came off of the tape. Tape is still attached to the end-user's site. On june 14, 2001 maersk medical received the complaint and 1 used infusion set. The near-incident took place in USA.